Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
It was reported that the unit would not power on using ac (alternating current) power only. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit would power on with the battery but not off the ac power. The led (light emitting diode) also indicated that the unit was not charging. The ac cord and power management board were working properly. The fse replaced the power supply and battery the issue was resolved.